Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: surgeon fired the device with buttress reinforcement, but the stapler would not release tissue upon completion. This caused a partial tear in the anastomosis. The surgeon could not fix the problem with suture so another device with reinforcement was used to redo the anastomosis. Second anastomosis was completed with no issues. There was no unanticipated extension for the incision more than one inch. There was unanticipated tissue loss. There was unanticipated tissue tearing. There was no unanticipated blood loss of more than 500cc. There was a delay in surgery time of over 30 minutes. No adverse event was reported as a result of this delay. No device fragment fell in the patient cavity.

Manufacturer narrative:
(B)(4).